Manufacturer narrative:
E1: initial reporter address - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the event diagnosis, the patient was hospitalized and treated with unspecified antibiotics. Six (6) days after diagnosis, the patient recovered from the peritonitis. Action taken with pd therapy was not reported. No additional information is available.